Event description:
It was reported that during a percutaneous transluminal atherectomy and stenting procedure, a guide wire detachment occurred. The 99% stenosed lesion was located in the moderately tortuous and non-calcified first diagonal of the left coronary artery. The lesion length was 13mm. Vascular access was obtained at the right groin. The physician advanced the pt2 guide wire down the first diagonal coronary artery along with a mailman guide wire as a buddy wire. Angioplasty was performed with another manufacturer's balloon in the ostium of the first diagonal. The lesion was dilated up to the struts of a previously placed stent located in the left anterior descending (lad) artery. The physician deployed another manufacturer's 2.5mm x 18mm stent. The physician removed the guide wires, however, it was noted that "there was some stent strut that was deployed in the lad" so the physician advanced the pt2 guide wire back into the first diagonal. Another manufacturer's guide wire, along with the previously placed mailman guide wire, was advanced down the distal lad. Angioplasty was performed in the lad with another manufacturer's 3.0 balloon and using a 3.0 and 2.5 balloons a kissing a technique was performed in the first diagonal. During closing shots, it was noted that the "very distal tip" of the pt2 guide wire had detached and was retained in the distal diagonal. The physician did not attempt to remove the detached guide wire segment noting it was "too small to snare or to surgically remove". Following this, a 6f guide catheter was engaged in the right coronary and another manufacturer's guide wire was placed distally. Intravascular ultrasound was performed to size the vessel and another manufacturer's stent was deployed and was well opposed. No post procedure complications were noted and the pt's status was reported as "ok".

Manufacturer narrative:
The complainant indicated that the guide wire was disposed, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.